Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed from the svc to rv coil. An hv lead impedance out of range alert was also seen but it was noted that the hvli upper limit was programmed conservatively. Device remains implanted.

Event description:
New information received notes that the patient received inappropriate therapy for fast atrial arrhythmias with rapid ventricular response. It was also noted that there was a slight downward trend in hv lead impedance. Upon review of data, noise was still seen and electro-magnetic interference was determined to be the cause. Medication and programming changes were recommended.